Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reciprocating saw attachment device did not function, was frozen/would not move, moving parts did not move smoothly, had foreign substance/debris/cleaning/sterilization and component damage. It was further determined that the device failed pretest for check for free movement, check with top of sternum and check oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device no longer worked. It was reported that there was no delay to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.